Manufacturer narrative:
Additional information- no patient involvement. Sections b5 and h6 updated.

Event description:
Issue discovered during testing. No alarm. No patient involvement

Manufacturer narrative:
Returned device was received in poor physical condition. The pump was very noisy, enclosure was cracked at drain fitting causing leak, both covers were cracked, heater did not pass electrical testing, line cord was worn and pole clamp handle was broken. During the evaluation of the device, the reported issue was replicated. It was found to be a fault with the cracked enclosure by the drain fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical device was leaking water. There were no reported adverse events.